Manufacturer narrative:
The meter serial number was not provided. The test strips were requested for investigation but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter. The results from the meter memory were: 3.9 inr, 4.2 inr, 5.1 inr, 5.7 inr, 5.8 inr. The date and time of the meter results were not provided. The therapeutic range was not provided; meter testing is performed weekly.

Manufacturer narrative:
Medwatch field h6 investigation conclusion updated. The device was not submitted for investigation. The cause of the event could not be determined.